Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and sling mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure and has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. It was reported that the patient experienced vaginal bleeding, dyspareunia and multiple infections post mesh implantation. Patient (B)(4) dyspareunia, (B)(4).

Manufacturer narrative:
(B)(4).